Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (thrombus), (the root cause is unknown), (no device received for evaluation). (B)(4).

Event description:
During pci, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the rca. Approximately one month later, the patient complained of chest pain and cag confirmed total occlusion at proximal and mid rca. Pci was carried out to treat the lesion approximately 3 months post pci. Ref MFR# 9612164-2011-01665, 9612164-2012-00364.